Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was beeping for a while and then the pump just stopped. Per reporter, it could not be powered back on after the event. Per reporter, they did not see any specific error message on screen at the time of the alarm. Replacement batteries were tried and the pump powered on but the screen flashes for a moment and then turns off again. Reporter stated that the batteries were very hot. This event occurred at the hospital while in use with a patient. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.